Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level reveals that the polyaxial screw fractured at the transition zone between the shank sphere and the shank body. Device was then sent for fracture analysis. The fracture analysis report noted that the fractured surface of the polyaxial screw¿s shank sphere exhibits two surface morphologies, a smooth region and grainy/rough region. The surface exhibits progression lines which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw shank fracturing cannot be positively determined. However, the fracture analysis report indicates that the failure is indicative of a fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken sacral screw (expedium) within 8 weeks of surgery. Patient consequence? Unknown. Patient consequence description: additional revision surgery. Action taken for procedure: screw removals and replacements. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.